Manufacturer narrative:
Concomitant medical product: 5076-58 lead implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pacing lead placed at the bundle of his was oversensing the r waves. Two atrial high rate episodes were noted that appeared to be due to the oversensing. In addition, the lead showed diminished p waves. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that reprogramming occurred.